Event description:
Study. Device implanted in 2005. Dislodgement of catheter from intrathecal space reported a month later. Pump reprogrammed to minimum rate. All or part of the device was replaced in 2006. Chest x-ray confirmed. Resolved without sequelae.